Manufacturer narrative:
This is one of four device reports related to this patient. Associated manufacturer report numbers are 1225714-2014-00617, 1225714-2014-00618, 1225714-2014-00619, and 1225714-2014-00620. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-00617, 1225714-2014-00618, 1225714-2014-00619 and 1225714-2014-00620.